Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Sample/s evaluation: we received one used peridural cath. Welded 20g"s-o" out of a perifix soft tip 750 filter set with open packaging. The following investigations were conducted: visual inspection: the received catheter out of the set was taken to a visual inspection for damages according to the test method 102002_damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor) ,endangers the assembly or function of the component, impairs the appearance of the component. Actual: the used peridural cath. Welded 20g"s-o" is torn off/ sheared off. The torn off part with the catheter tip was not handed over by the customer. We detected no other damages at the received catheter part. The received catheter is approx. 975 mm long (should be 1010 +60 -20 (completely). The shorn off area is slanted and shows a smooth structure. Note: such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: we exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Based on the conducted investigations, we assume of a problem during the application. Therefore, the complaint is considered as not confirmed.

Event description:
According to the customer: "the tip of the epidural catheter was cut off in connection with repositioning. In other words, a few cm of a catheter lies inside the patient's back. It will remain there, the neurosurgeon will not operate to remove it before it possibly causes problems. Clarifies that this does not lead to death, but can lead to infection and thus a disadvantage for the patient. In principle, it is user error that causes the catheter to be cut. Needle and catheter must always be pulled out at the same time, here the catheter was pulled back through the needle and therefore cut off."